Event description:
It is reported that the patient was revised for instability. During the revision, the surgeon noticed the post of the articular surface was fractured.

Manufacturer narrative:
Evaluation summary: patient factors that may affect the condition of the component such as activity level or type of activity (low impact vs. High impact), patient weight, or recent trauma are unknown. This is the first complaint reported for this product/lot combination. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or patient information. Evaluation: as returned, the post was found to have been broken off at an angle near its base. The fractured piece was also returned. The fractured area of the articular surface was too severely damaged to enable accurate measurements. Manufacturing documentation was reviewed and indicated that the device was manufactured, inspected, and packaged to specification.